Event description:
While performing a laparoscopic low anterior resection, the surgeon commented that the light seemed dim. Upon disconnecting the light cord from the scope, the right angle adapter came apart and a right angle glass optical piece fell onto the drape. No harm to patient or staff.